Manufacturer narrative:
Conmed linvatec received this ablator for evaluation and was unable to duplicate the reported problem. The buttons were tested individually. The evaluator found the coag button worked properly and the cut button was non functional. The ablator handle was disassembled, and a visual examination found salt-like deposits under the dome switches and on the pc board. This type of failure may contribute to the reported problem. A review of product history found similar reports for this failure mode. A corrective action was implemented the end of september 2008 to address this problem. A process change was made by the supplier and a design change was made by conmed linvatec to ensure that a robust seal is achieved on the device. Conmed linvatec continues to monitor this device for failures. The instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns. Maintain the active electrode tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated electrode outside the field of view.

Event description:
The customer reported that during pre-operative testing, this ablator started to operate on its own. There was no injury or surgical delay resulting from this event, and the surgical procedure was completed successfully with use of another ablator.